Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the connector assembly came loose from the catheter was confirmed due to improper assembly procedures. A 5cm segment of 4 fr s/l groshong PICC tubing was received separate from the assembled two-piece connector. No portion of the catheter was noted to be attached to the connector. The catheter length had been modified by the user from its original manufactured length. The catheter had been cut between the 39 and 40 cm depth marks and just proximal to the 44 cm depth mark. The sections of catheter both proximal and distal to this segment were not returned for investigation. Each end of the catheter was microscopically examined and the cross sections were noted to be glossy and striated, which indicates that the catheter was cut with a sharp instrument. The two piece connector was disassembled and the distal connector piece was bisected, which revealed that the blue compression sleeve had been pushed into the taper of the luer adaptor. No portion of the catheter was found in the connector. The outside diameter (od) of the metal stent on the proximal connector piece measured 0.0355¿, which is within specification. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, then modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. The reported disconnection appears to be associated to the user not following the procedure as outlined in the IFU. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two days after PICC insertion the connection between the PICC catheter and the connector assembly came loose. No patient harm was reported.